Manufacturer narrative:
The customer contacted the (B)(4) customer care center (ccc). The customer stated to ccc that initially, quality controls (qc) were out of range high and were recalibrated to resolve the issue. The customer then noticed that qc were out of range low, but ran patient samples during that time before recalibrating again. Ccc instructed the customer to align all server 1 probes, prime the system and recalibrate. The samples which were run while qc were out of range were repeated after troubleshooting, resulting as expected. The cause of the customer running patient samples while qc were out of range was failure to follow instructions. The cause of qc being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.